Event description:
According to a clinical study, a mesh was placed using a non-absorbable suture and an absorbable tack during a laparoscopic procedure for a direct subcostal strangulated eventration postnephrectomy. Postoperative to mesh insertion, the patient was experiencing sharp, stabbing pain on the right side, above the non-inducible lumbotomy scar. The patient was advised to wear a belt, which only made the pain worse. It was also found that the mesh turned backwards. The event led to patient depression.

Manufacturer narrative:
D10 concomitant product: unkabstack, unknown absorbatack, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.